Manufacturer narrative:
E1 (initial reporter address 1): (B)(6) correction - block g1 (manufacturing site facility name): corrected from (B)(6). Block h6 (device codes): problem code 3009 captures the reportable event of cutting wire orientation. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire and working length were both bent in the distal section. No other issues with the device were noted. According to the product analysis, the working length and cutting wire were found bent in the distal section.the observed damage could had been generated during manipulation of the device or due to the interaction with the endoscope or with other devices during advancing into the scope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic papillary incision procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that there was an abnormality on the direction of the cutting wire, and incision could not be performed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter address 1): (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic papillary incision procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that there was an abnormality on the direction of the cutting wire, and incision could not be performed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.